Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7132916. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7131144.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced swelling at the implantable pulse generator (ipg) and lead extension site. Cultures taken tested positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was prescribed anti-biotics and was scheduled for removal of devices. It was noted that the patient touched the ipg incision site with dirty hands while farming sometime after procedure, causing the infection per the physicians assessment. The patient underwent a procedure thirteen days later where the ipg and lead extensions were removed. Physical analysis of the dbs devices was not performed as they were discarded by the facility. The patient did well post-operatively.